Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included the replacement of the mceb in the surgeon side console manipulator, following approved procedures. The system was tested and checked within required metrics, and the device was confirmed ready for use. Intuitive surgical, inc. Did receive a da vinci 5 product to perform failure analysis. The mceb ssc is5000 p1.1.1 min sw was analyzed and the ergonomic error 23062 was confirmed but not replicated. A review of system logs verified the fault had occurred in the field. Visual inspection and software verification did not reveal any anomalies, and all measured voltages met specification. The mceb performed as expected in a reference system, and no issues were detected during extended testing.

Event description:
It was reported that during prior to starting other general surgery using the da vinci 5 system, the customer encountered repeated armrest ergo faults on the same console. The customer stated that the affected console was moved out of the room and another console was brought in so the surgeon could use the system. Tse reviewed system logs and identified an error pointing to the armrest motor, and no troubleshooting steps were completed at that time. The procedure was aborted to another da vinci system with no report of patient injury.

Manufacturer narrative:
Updated annex g

Event description:
Refer to h11 for follow-up information.